Manufacturer narrative:
A ge rep evaluated the system and replaced the rui assembly. System operates as intended.

Event description:
Customer reported the joystick will not work. No pt injury was reported.